Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards japan affiliate, during a transfemoral tavr procedure the 26mm sapien 3 ultra valve caught on the patient's pre-existing stent after exiting a non-edwards sheath. Multiple attempts were attempted to perform gross valve alignment in the descending aorta but the valve kept diving. The decision was made to remove the devices. The physician attempted to withdraw the valve back into the non-edwards sheath but the valve caught on the stent graft and became stuck. Two sheaths were inserted into the contralateral femoral artery. A wire was introduced through one sheath and a snare through the other. The valve was able to be freed and was deployed in the patient's descending aorta. A second 26mm sapien 3 ultra resilia was able to be successfully deployed in the patient's annulus. The patient passed away on postoperative day (pod) 1) due to retroperitoneal hemorrhage caused by the left iliac artery damage. The physician believes the ''pull through'' performed from the contralateral access side may have damaged the patient's blood vessel.